Event description:
It was reported "during use, sometimes several staples are fired at at the same time and the staple remained opened." Patient's current condition is unknown. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn# (B)(4). The reported complaint of misfire/jamming-multiple staples firing was confirmed based upon the sample received. Upon functional inspection, it appeared that staple misalignment prevented the remaining staples from consistently firing properly. The first attempt at firing a staple into a simulated skin pad released one unformed staple and one malformed staple. The sample was disassembled. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed. A device history record review was performed with no evidence to suggest a manufacturing related cause. The source of the staple misalignment could not be conclusively determined. An investigation within teleflex was opened by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "during use, sometimes several staples are fired at at the same time and the staple remained opened." Patient's current condition is unknown. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.